Manufacturer narrative:
(B)(4) a visual inspection of the cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was completed without alarms or problems occurring. There were no fluid leaks in the test cassette during the test treatment. The valve actuation and system air leak tests both passed. There were no internal, visual discrepancies found in the inspection of the received cycler unit. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis patient was admitted to the hospital on (B)(6) 2016, after experiencing unspecified bladder and catheter issues. While admitted, it was discovered the patient developed peritonitis. The initial culture date and the organism cultured were not reported, but the peritonitis was reportedly confirmed via culture, and a diagnosis was made. The patient was discharged on (B)(6) 2016, and a follow up culture performed on (B)(6) 2016 showed no growth. The patient has visited the clinic for several follow up visits since, with no further issues reported. Medical records pertinent to the incidence of peritonitis were requested, but none were available for review.